Manufacturer narrative:
Additional info: device available for evaluation: yes. Returned to manufacturer on: 09/06/2016. Device returned to manufacturer: yes. Device evaluation: only the lens from the preload delivery system was received for evaluation. Visual inspection at 10x microscope magnification was performed. The lens was observed cut in four portions. The condition observed in the returned lens and the way in which the cut is formed is consistent with a lens that has been cut due to removal/explant process. The returned lens parts were observed clear as expected in the 1-piece acrylic lens used in the pcb00 lens. The customer's reported issue could not be verified in the returned lens sample. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing production order was evaluated and the devices were manufactured within specifications. The units were released according to specification. The review did not identify a non-conformance that was associated with the order or that were related to the reported complaint. The search did not reveal any complaints opened that were related to this complaint in the production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation, no product deficiency was identified. The customer's reported event could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) was explanted from the left (os) eye of a male patient because the patient was unhappy with vision, could not see print on tv, seemed left (os) eye was cloudy, and felt like water in left eye. The same model lens with 20.5 diopter was used as a replacement. There was no incision enlargement, vitrectomy or sutures required. Additionally, there was no injury noted.